Event description:
It was reported that the patient had an infection at the ipg site. As a result, the entire scs system was explanted to address the issue. The patient was later discharged and prescribed oral antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.